Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 20 states, "persistent pain." Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Event description:
It was reported a patient underwent an initial left partial knee arthroplasty on (B)(6) 2014. Subsequently, the patient was revised to a total knee on (B)(6) 2016 due to pain.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). Visual inspection of the bearing shows scratches on the articulating surface and deformation on the side. Review of manufacture records show that the bearing was manufactured correctly and left biomet control conforming. A conclusive root cause of the event could not be determined with the available information.